Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, cuts were found in the insulation, as well as a deformation of the distal shock coil, which are probably due to the operation procedure. Blood had entered the lead at this site. The analysis showed no other deviations that could be related to the clinical complaint. In particular, the measurement values of the electrical analysis were within the technical specification. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation rime of about 5 months, it was reported that phrenic nerve stimulation was consistently observed in the patient while in different body positions during a pacing threshold test. The physician decided to exchange the lead. It was returned to biotronik for analysis. No deterioration of the patient¿s state of health was reported.